Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025 at around 4:00am, the patient experienced a severe hypoglycemic episode while asleep. He had seizure-like activity before losing consciousness. His brother found him unresponsive and administered baqsimi nasal glucagon. The patient regained consciousness. About 20 minutes later, a fingerstick blood glucose reading was 38 mg/dl. Ems was not called for this specific event. Following event that occurred in june, the patient notified his healthcare provider, and his insulin pump settings were adjusted to decrease insulin delivery. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.